Event description:
It was reported that a female patient underwent a breast surgery with a 350cc mentor memorygel breast implant and underwent explanation for unspecified reasons on (B)(6)2022. A sales representative stated that a patient underwent explantation due to unspecified difficulty regarding one of the patient¿s implants. Multiple attempts were made to obtain further clarification regarding this event. However, no additional information has been received. If additional information becomes available in the future, a supplemental report will be submitted. The implantation date was estimated as (B)(6) 2020 based on available information.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the investigation on the suspected medical device was completed. Two devices with the same lot number were received at the mentor failure analysis lab. Since the reported lot numbers were same for left and right, and the impacted side was not reported, product evaluation was performed on both returned devices. Investigation summary (device 1): mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Investigation summary (device 2): the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).